Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episode of false pause due to undersensing. Review of the episode revealed emi and lack of pocket contact causing false pause episode. False episode was reproducible with isometrics. Compression bandage over the pocket and allowing the pocket to heal properly was suggested. The patient will continue to be monitored normally.